Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The device was able to charge and shock for defibrillation. The service wrench icon was displayed due to a non-critical code being logged in the device memory. Physio observed that the device had 15.2 hours of cumulative on time. This indicates that the device likely had an item placed on top of it that repeatedly pressed the on/off button with the lid closed. The excessive on time would have drained the internal hybrid layer capacitor (hlc) batteries, and resulted in both the charge-pak and attention icons being displayed. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.